Event description:
It was reported a ventricular fibrillation episode was observed due to undersensing. Reprogramming changes were made. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.